Event description:
It was reported that the t:slim x2 pump battery would not charge, and the screen remained dark, preventing it from turning on. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, which indicates there was no adverse impact on the customer's blood glucose level. Troubleshooting steps were taken, including trying different charging cables and adapters, but the issue persisted. Consequently, tandem technical support decided to replace the pump. The customer was instructed on backup therapy and the necessary steps for receiving and returning the pumps.